Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the device pocket was surgically revised a few months after initial implant. The reason for the revision remains unknown. The device remains in-service. It was reported that there were no additional adverse patient effects.

Event description:
Additional information was received that the reason for the pocket revision was an infected suture. The physician also evaluated the pocket. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that the device pocket was surgically revised a few months after initial implant. The reason for the revision remains unknown. The device remains in-service. It was reported that there were no additional adverse patient effects. Additional information was received that the reason for the pocket revision was an infected suture. The physician also evaluated the pocket. No additional adverse patient effects were reported.

Manufacturer narrative:
This follow-up 001 report was not submitted previously. As per request by the FDA on january 10, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.